Event description:
--

Event description:
Boston scientific received information that during follow up noise, oversensing and inappropriate shock was noted on this right ventricular lead as well as out of range pacing impedances. This lead was not replaced and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
-